Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving hydromorphone 2mg/ml, gablofen and sensorcaine. The indication for use was malignant pain and spine/back. It was reported that the patient has difficulty connecting the ptm (personal therapy manager) to the pump. Per the caller the pump was implanted in the high upper buttock area, and the patient has a hard time holding the communicator. The patient also has a hard time seeing so they cannot see the myptm app. The caller stated the ptm displays the service code 338 message and they have to resync every time they use the ptm. The agent reviewed information and the caller stated they will continue to leave the app open so the patient can tap the red box with restart application because it¿s too hard for the patient to identify the myptm icon. The caller also stated they noticed the ptm gradually over time between refills it will take longer for the ptm to connect to the pump. The agent assisted the caller with clearing data. The caller wanted to troubleshoot the telemetry issue with the patient using the equipment because the patient believes there is an issue with the ptm. The patient attempted to sync, encountered ¿no pump found¿ intermittently but was able to sync without issue when the caller helped the patient hold the communicator over the pump. The agent reviewed communicator placement considerations. The caller stated the patient really struggles to hold the communicator over the pump and since it¿s gotten worse, the caller wondered if the pump has migrated. The caller stated the pump was very close to the surface, the patient stated it feels like it¿s breaking thru the skin because the patient is so skinny and very little body fat. The caller stated the pentec nurse spoke with the patient about the telemetry concern and the "problems with it". The caller stated the pentec nurse is coming tomorrow. The agent recommended the pentec nurse call back while with the patient to review information and conduct troubleshooting. The agent redirected the caller to discuss pump placement concerns with the hcp (healthcare provider). Additional information was received on (B)(6) 2025 from the healthcare provider via company representative who reported that the patient was unable to connect to the implant device using the myptm and tm90 communicator at times. The hcp indicated that the patient encounters a red -pop up screen requiring at times app to be restarted, as well the app gets stuck on 60% and 90% at times when connecting to implant device. This sometimes takes up to 10-15 minutes. The healthcare provider requested that both devices to be replaced. Replacement devices were requested from the repair department. No patient injury reported.